Event description:
Discordant, falsely low glucose (glu), urea nitrogen (bun), uric acid (urca), cholesterol (chol), and triglycerides (trig) results were obtained on a patient sample on a dimension vista 1500 instrument. The chol result was flagged by the instrument because it was below the assay range. The discordant results were not reported to the physician(s). The sample was rerun on an alternate instrument. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu, bun, urca, chol, and trig results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse discovered that the aliquotter clog detection configuration had been turned off on the instrument, which is a non-standard configuration. It is unknown if a siemens employee is responsible for the non-standard configuration, or if the laboratory staff accessed the instrument with the siemens user information, which should only be utilized by a siemens employee. The cse corrected the instrument configuration. The cause of the discordant, falsely low glu, bun, urca, chol, and trig results was a configuration issue. The instrument is performing according to specifications. No further evaluation of this device is required.